Manufacturer narrative:
Patient's date of birth and physician information are unknown at this time.

Event description:
It was reported that during patient¿s explant procedure on (B)(6) 2018, the distal tip of the lead separated from the rest of the lead when the physician was attempting to remove the second lead from the patient. X-rays confirmed separation of the lead. The three most distal contacts of the lead were left in patient.